Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 176 mg/dl. The customer stated that they have an MRI and insulin pump was kept on. The customer advised that the button won't work and battery is out limit. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.